Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had low blood glucose levels of 25 mg/dl and suffered a seizure and was found unresponsive. The paramedics were called and transported the patient to the emergency room. The patient was released the same day. No additional treatment was provided.